Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps. The customers complaint of acu watchdog failure was in the event log. The device was powered up and multiple flow tests and occlusion tests completed which did not confirm complaint of acu watch dog failure relating to main board was not substantiated. No fault found as event not duplicated. Due to alarm in event log, preventative measures takes to replace the main board.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps alarmed acu watch dog failure/bad main boards. No patient adverse events reported.